Manufacturer narrative:
D10: 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 3 weeks and 4 days post the patients previous revision surgery, the patient experienced aseptic glenoid loosening that will require the patient to have another revision surgery. No action taken at this time. The outcome is considered to be continuing.